Manufacturer narrative:
(B)(4) - no pre-dilatation (direct stenting). There was no reported product deficiency. Death is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Since it was reported that the xience v stent was implanted via direct stenting, it should be noted that the xience v IFU states: pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel/lesion to be treated. In this case, it cannot be determined whether the IFU deviation contributed to the reported patient effect.

Event description:
It was reported that on (B)(6) 2008, the patient underwent direct stenting in the proximal right coronary artery with one 2.5 x 12 mm xience v stent. On (B)(6) 2010, the patient died. The cause of death is currently unknown. Though requested, there was no additional information provided.